Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the marker didn't deploy. When the dr removed the applicator from the probe, he noticed the plastic tip had sheared off into the pt's breast. The dr used forceps to remove the sheared portion of the plastic tip. The dr tried a second marker, deployed the marker successfully, and completed the case with no pt consequence.